Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). (B)(6). Manufacturer's ref.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. Half way through the procedure, the physician noticed that the clear insulation from the catheter slipped towards the distal tip. The catheter was replaced and the procedure continued. The procedure was completed with no patient consequence. Additional information was received stating that the physician did say he felt some resistance just before the catheter tip was removed from sheath hub. Upon receipt, it was observed that foreign material was wrapped around the tip. No defects were observed on the catheter. The ft-ir analysis was performed to the foreign material and it was determined that this material has a biological composition similar to human tissue. Per the reported complaint catheter, outer diameters were measured and it was found within specifications. The catheter was introduced into a sheath and the catheter passed. And no resistance or friction were felt. However, it is possible that the resistance reported by the customer was related to the foreign material found on the tip since the material around the tip increased the catheter diameter. The device history record (DHR)was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that device was manufactured in accordance with documented specification and procedures. The customer complaint about the insulation and resistance cannot be confirmed. However, it is likely that the failure reported by the customer refers to the biological material getting wrapped on the tip.

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and the bwi failure analysis lab found foreign material on the catheter tip. Half way through the procedure, the physician noticed that the clear insulation from the catheter slipped towards the distal tip. The catheter was replaced and the procedure continued. The procedure was completed with no patient consequence. Additional information was received stating that the catheter appeared normal prior to use. This condition was noted upon withdrawal of the catheter. The 8f avanti short sheath was used. The physician made no comment about maneuverability. However, the physician did say he felt some resistance just before the catheter tip was removed from sheath hub. There was no internal part of the catheter exposed. The product was received in the bwi failure analysis lab. The returned catheter condition noted was that there was no physical damage to the pebax. However, there was fiber material on the pebax. This event was originally considered reportable as per the event describing physical damage to catheter. However, the product has been received in the bwi failure analysis lab and it was noted that there is no physical damage to the catheter. The foreign material noted on the pebax has been assessed as reportable.